Event description:
Customer reported that part of a protruding multiclix lancet broke off in his finger, required professional medical treatment. Strips not available for return, replacement sys sent.